Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker exhibited right ventricular (rv) noise and loss of capture, resulting in pacing not delivered when required. A surgical revision was performed and the patient's rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported. This device remains in service.